Event description:
It was reported that the patient had an inappropriate shock approximately two months post implant. The device was implanted in japan and the patient later traveled to the united states. The clinic was checking the device here in the united states and read a note stored in the system that there had been an inappropriate shock in september. Technical services discussed this with the caller. The clinic will have the patient visit an ep doctor for further review. There were no additional adverse patient effects. The system remains implanted.